Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unknown date, the patient presented to the emergency room (ER) for an ¿infection in the stomach¿ and was hospitalized the same day. The pd nurse reported she could not confirm a diagnosis of peritonitis, but stated they treated the patient ¿like it was peritonitis¿ manifested by abdominal pain. On an unreported date the patient was treated with unspecified antibiotics. The cause of the infection was unknown. On an unreported date the patient was discharged from the hospital. At the time of this report the patient had recovered from this event. No additional information is available.

Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unspecified date in (B)(6) 2014. The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.